Event description:
It was reported that the bubble sensor control module continuously alarms during the procedure and shows alarm display. There were no broken parts noted.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s3 roller pump. The level/bubble sensor module (catalog 23-30-20, (B) (4)) is a component of this system. The incident occurred at (B) (6), (B) (6). This medwatch report is filed by sorin group (B) (4) on behalf of sorin group (B) (4). Please note that this MDR is being filed late due to a recent change in sorin group's (B) (4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. It was reported that the bubble sensor control module continuously alarms during the procedure and shows alarm display. The distributor's engineer evaluated the level and bubble sensor module. Simulation testing was performed, which confirmed the reported alarm condition. Replacement of the level/bubble sensor module in the e/p pack resolved the problem. The defective module remained in the possession of the distributor and was not returned to sorin group (B) (4) for eval.